Event description:
A baxter engineer reported a pump with an unknown failure. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hosp rep. No add'l contact info is available.